Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va03ylq, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that compatibility guidelines was requested for a MRI. Caller states she wants to review the type of lead patient had registered. A suspected problem with the manufacturer device or therapy. The patient currently only has the lead implanted. Caller states ins (stimulator) was removed on (B)(6) 2013 due to a cracked lead. Hcp decided to just leave the lead in place but to remove the ins. Caller states reason for actual MRI; however, was not related to the device. Four days later the patient's husband called and said patient only has the lead implanted and that hcp decided to remove ins as it was broke. Caller said that hcp wanted to check the acoustical aroma in the brain and patient was having hearing difficulties. Caller would like to obtain guidelines. Caller states patient had a MRI last year of the brain and had no issues. Caller states the patient also had a fall this year. It was later reported by the healthcare provider that the patient had only a partial system in place. Caller states leads were left in the body and ins was removed. Patient was looking to have a brain MRI done. Caller states she has no further information as to why the device was removed. The patient was diagnosed with bowel and urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.